Event description:
The pt was found unconscious. The paramedics were called. They tested his blood glucose on their device and it was 39 mg/dl. They tested the pt on the suspect device and it was 168 mg/dl. The pt was taken to the hospital and given glucose.